Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
A site reported after a superdimension case that the pt had a pneumothorax. It was further reported that the physician thought the needle brush used for biopsies may have been the cause but he was not sure. The pt was hospitalized and went home the next day. There was no allegation that the superdimension (sd) system caused or contributed to the pneumothorax.